Manufacturer narrative:
Device "evaluation": based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. As per the investigation procedure particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported device rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Manufacturer narrative:
Correction to the g.3 aware date for supplemental medwatch #2. The aware date should have been listed as 21/oct/2024.

Event description:
Healthcare professional reported device rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported device rupture. The device has been explanted and replaced with another manufacturer's device. This relates to an unknown side.